Manufacturer narrative:
Device not returned.

Event description:
It was reported that the customer experienced a "high" blood glucose (bg) level. The cause of the high bg was unknown, and a specific bg value was not provided. Customer required assistance delivering a bolus to address bg level. Tandem technical support verified the pump and supplies delivered insulin as expected during troubleshooting.